Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had trouble connecting the ipg to external devices until it would no longer connect at all. The patient did not lose stimulation. To address the issue, the physician explanted and replaced the patient's ipg with a new model, resolving the issue. Once the old ipg was out of the patient's body, the rep was then able to connect to it using a blue tooth connection. Postoperatively, effective therapy was reported.